Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the threshold measurements on this implantable transvenous defibrillation lead were noted to be high. It was also noted that the impedance measurement was greater than 3000 ohms. Defibrillation testing was completed at 21j and the device detected and treated appropriately. The physician is going to send the patient to a surgeon for further lead evaluation. No adverse patient effects have been reported.